Event description:
The reporter stated that the surgeon had inserted a -3.5 diopter single piece collamer lens model micl 12.6 mm into patient's eye and the lens wouldn't unfold once it was in the eye. The doctor removed it without enlarging the incision and replaced it with another micl with no problems. No patient injury. The reporter stated that there wasn't enough viscoelastic in the injector. This is the second of two incidents that occurred on this same patient. See manufacturer's report number 2023826-2006-01071 for the first incident.

Manufacturer narrative:
Evaluation: a lens serial work order search. A lens serial work order search was performed for similar complaints within the work order search. No similar complaints were found within the work order search.